Event description:
It was reported that the ICD was removed due to oversensing and intermittent sensing. Analysis of stored egms in the returned ICD confirmed the sensing anomaly; however, the cause of the sensing anomaly is believed to be due to a lead anomaly. The lead was left implanted.